Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Arjohuntleigh was made aware of this complaint on (B)(4) 2013. The risk for this type of issue is considered acceptable and there was only the indication the failure was detected before use, as per the labeled instructions. Because of this, the complaint was not considered reportable. During the investigation, and after performing follow-up questions, we were informed on (B)(4) 2013 that the defect was not detected before, but during use. This new information has made us decide to report in the abundance of caution (no death or serious injury occurred). Arjohuntleigh has received a complaint where it was indicated that during lifting procedure the device chair stuck in the highest position with the patient on the seat, the device could not be lowered and the patient was safely taken off the lift manually. Patient did not suffer any injuries. When reviewing similar reportable events, we haven't found any case with similar fault description (calypso stuck in highest position). It occurred to be an isolated event. It has been established that the hygiene chair (calypso) was being used for patient handling at the time of the event. During our investigation, we were able to find a deficiency with the lift. The lift was inspected by our representative that visited the customer site and was found to have not been to specification at the time of inspection. From our investigation, it appears the most likely root cause for an event where the calypso actuator stuck in its highest position is incorrect design of the actuator pin. The failure found here is not likely to appear on every device: a convergence of situations needs to occur for the failure to manifest itself. The complaint history review shows that there is a low likeliness of risk for the patient when the actuator becomes stuck, it is considered that only with combination with user error it could be a risk. If the safety warnings in instructions for use are followed even if one of the components failed there is always another way to safety take the patient from the device, therefore is important that all operators are trained according to the device instruction for use. We find this complaint to be reportable to the competent authorities in abundance of caution.